Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection amikacin 50mg, injection ciprofloxacin 100mg (routes and frequencies not reported), and injection heparin 1000 iu in all 3 bags, intra-peritoneally, for the peritonitis. Action taken with the dianeal therapy was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.